Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, g2, andh6. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause of the b30 scope communication issue could not be identified, olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source displayed an error code believed to be a b30 (communication) error. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. During troubleshooting with olympus technical assistance center (tac), the customer stated that the exact error code was not recorded. Tac requested that the customer check the connections to the digital light source cable and light source cable. The customer confirmed both cables were connected and that they cleaned the connectors on the scope and light source. The error could not be reproduced after cycling and using several scopes. The customer was advised to contact olympus should the error recur and to record the exact error. Should additional relevant information become available, a supplemental report will be submitted.